Event description:
It was reported that the t2 predeployed. No patient injury was reported. A backup device was available to complete the surgery.

Manufacturer narrative:
The device was returned for evaluation. The device was received in poor condition. This device was returned with no suture or either t. The device is distorted and shows signs of aggressive manipulation. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device no longer actuates or cycles properly due to damage. No root cause related to the manufacture of the device can be established. No further investigation is warranted.